Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated impedances on multiple contacts of the cervical lead. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-03313 should not have been reported as a medical device report (MDR) due to additional information indicating that surgical intervention is not planned for the cervical lead and thus no longer reportable.

Event description:
Additional information received indicated no intervention is planned for the cervical lead.